Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient had been implanted with the company¿s lens in both eyes and was aimed for -0.40 d in the dominant eye and -0.80 d in the non-dominant eye. The patient had correctly achieved the refractive target, but she was unhappy due to poor near vision. She saw j7 uncorrected and barely reached j4 with a +1.75 d add. According to the patient, her focus fluctuated while using +1.75 d readers. She had moderate evaporative dry eye, which was treated with eye drops. The patient also had mild posterior capsular opacification. Additional information has been requested.